Manufacturer narrative:
Complaint sample is not available, and the lot number of product involved in this incident is unknown, therefore, the reported failure mode cannot be confirmed. A three month sales and shipping search to the client site demonstrated three lots were shipped to the client. Inventory of these lots has been depleted. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis pt reported a fluid leak occurred during drain zero of her treatment. She stated that she could not see where the fluid was originating from. The pt reports that her peritoneal dialysis nurse is aware of this event and that no prophylactic antibiotics were prescribed. The pt stated that her effluent remains "crystal clear". The pt finished her treatment manually and will be returning the product for evaluation.